Event description:
It was reported that during a procedure of the 90% stenosed left main without tortuosity or calcification, the trek nc balloon dilatation catheter (bdc) was used for post-dilatation. The bdc kept slipping in the vessel and the vessel was not properly dilated. A non-abbott bdc, which had been used for predilatation, and a stent delivery system balloon was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: runthrough, stent: nobori.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.